Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed include the patient's unique anatomy, pharmacological factors, and related comorbidities. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.

Event description:
It was reported that while the patient was on vacation in florida, he suffered a stroke. The patient became unresponsive at home the morning of (B)(6) 2016 and was taken to the emergency room with questionable facial asymmetry. He reportedly became alert and oriented before becoming unresponsive again. He was then transported to a different hospital, where he was awake and able to follow commands, and experienced some expressive aphasia. Upon admission, the international normalized ratio (inr) was 3.6. A head computerized tomography (CT) scan performed on (B)(6) 2016 showed that the patient had suffered a cerebrovascular accident (cva) in the same area of the brain as the prior ischemic cva on (B)(6) 2016. Of note, impression of head CT on (B)(6) showed encephalomalacia from a prior left middle cerebral artery infarct (mca), no definite acute abnormalities, but high clinical suspicion for stroke. Follow up CT on (B)(6) again showed left frontal and insular lobe encephalomalacia from the patient's known prior left mca infarct. There was stable appearance of old left mca infarct with no hemorrhage or new areas of infarction. The patient was discharged to the rehabilitation center.

Manufacturer narrative:
Additional information received on 02/08/2017 states that on (B)(6) 2016, the patient initially presented to the emergency department (ed) with symptoms of dysarthria and left-sided hemiparesis. The patient had been taking oral aspirin 325mg and coumadin daily with an inr of 4.26 on admission to the ed. The head CT was normal. However, after being transferred to the outside hospital for further evaluation, the patient's labs had decreased. When the neuro team reviewed the recent CT head with the previous, it was reported that the stroke appeared larger suggesting subacute ischemia upon chronic encephalomalacia within the same left middle cerebral artery (mc)a territory likely due to intracranial atherosclerosis. The patient was continued on aspirin and coumadin for anticoagulation. On (B)(6) 2016, the patient was alert and oriented for person only with mild dysarthria. There were no other neuro deficits found on exam. The carotid dopplers revealed mild to moderate artherosclerotic plaque but no hemodynamic significant carotid stenosis. An electroencephalogram was performed which did not reveal any evidence of seizures. On (B)(6) 2016, the neuro team recommended adding plavix without aspirin along with the coumadin on (B)(6) 2016. The patient was discharged on (B)(6) 2016 on plavix and coumadin. Patient was alert with minimal expressive aphasia. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.